Event description:
It was reported by service report that the left outer base tube was cracked. It is unknown if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results - outer base tube.